Event description:
Additional information received indicated the noise was reproduced during provocative testing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of oversensing and high defibrillation impedance were noted on the device. Technical support was contacted, however, no intervention was performed at this time. The patient was stable.